Manufacturer narrative:
The associated cobalt chrome femoral head, the insert and the shell were not returned for evaluation. Therefore, no product analysis could be performed. However, device details were provided. After repeated requests, smith and nephew has been unable to obtain device details for the insert and the shell. Product information has been provided only for the head. Thus, our investigation including the manufacturing records and complaint history review was conducted on the related part. The review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that x-rays provided could support stem subsidence but this cannot be confirmed. Based on the limited information provided the root cause of the reported to thigh pain and external and internal rotation cannot be determined. Details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. The impact to the patient beyond the revision cannot be concluded. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that revision surgery was performed due to pain in thigh external and internal rotation